Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels after changing supplies. Bg remained high for three hours until another full supply change was completed, which brought bg back into range. Upon inspection, the user found insulin on the outside of the cartridge, indicating a possible leak, though no visible damage was observed. The agent identified that connecting the cartridge and connector before inserting them into the ilet may have caused the issue and advised proper setup steps. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected after changing supplies. The user's symptoms during the event included vomiting. No medical intervention was reported at the time of call.